Manufacturer narrative:
It was reported that "lately the gauze has been "shedding" threads into my incisions and on my table. Unacceptable." Due to this, the pieces had to be removed from the surgical site." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Gauze "shedding".